Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the balloon becomes loose and falls off the scope inside the tube. The issue occurred during a endobronchial ultrasound examination while withdrawing the scope from the et tube. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to user handling that may have caused the balloon dropout: it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿as a result of checking the instruction manual (bf-uc190f drawing number: rc2243 version 13), there was the following description related to this phenomenon. Never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it and could result in patient injury. Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury.¿. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during end of diagnostic endobronchial ultrasound and fine needle aspiration procedure. There was no delay reported. The procedure was completed using the same set of equipment. A lma (not et tube) with swive device was also involved. There were no reports of patient harm.